Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for a supraventricular tachycardia (svt) episode, including one anti-tachycardia pacing (atp) burst and four shocks, with one shock ultimately converting the arrhythmia. Additionally, pacemaker-mediated tachycardia (pmt) episodes were noted and successfully terminated by the pmt algorithm. The plan is to follow up with the clinic. No additional adverse patient effects were reported. This crt-d remains in service.